Manufacturer narrative:
The investigation of pump stop has been completed. Visually inspected the pump and observed the catheter kink protector pulled off with broken motor cables at the red plug. The catheter was intact to the kink protector and no bond issues were observed. Evidence of necking and damages to all three motor cables without any bond issue. The motor cables were damaged with likely excessive force during support. Data logs were reviewed, and several 115 pump stop alarms with motor current spike of greater than 30000 ma found. Pump stop was observed on 3rd day after 66 hours of support. The cause of the pump stop issue was an open electrical line due to excessive force during support. D9 date device returned to manufacturer added g1 reporting contact facility name missing on manufacturer device report 1220648-2024-12949.

Event description:
The user facility reported that a patient on impella 5.5 support for heart failure/cardiogenic shock was getting from the bed to the chair, the impella cable ripped. The white impella cable was either stepped on or the staff thought they had more purchase on cable. The grey piece and red impella plug were torn apart, connected by only what appears to be one wire. Hard pump stop followed. The patient was urgently taken back to the operating room for a new impella 5.5 placement. The patient is stable.

Manufacturer narrative:
The impella device has not been returned for evaluation at this time. However, upon completion of the investigation, a supplemental report will be submitted. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿